Event description:
A speedband super view super 7 ligator was used to treat esophageal varices in an adult female patient in 2008. According to the complainant, during the procedure "the first three bands deployed properly" and the physician attempted the fourth band, which was not successful. The fifth band was attempted and "two bands deployed over the varix" at the same time. The procedure was completed with another speedband super view super 7 ligator device.

Manufacturer narrative:
The device has not been returned; therefore, a device evaluation is not available. The cause of the reported malfunction is undetermined. The device history record of the pertinent lot was reviewed; no anomalies were noted. A review of the complaint database revealed one additional complaint for this lot; for an unrelated issue (band displacement). The february 2007 15-month band ligation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.